Manufacturer narrative:
Reporter's causality: not specified. (B)(4). Add'l follow-up info rec'd on (B)(6) 2008 from a physician via a sales rep and on (B)(6) 2008 via the call center, respectively, were processed together. The pt rec'd her second application of poly-l-lactic acid on (B)(6) 2008, and after 12 hours presented with persistent erythema, edema, and skin desquamation (peeling) at the injection site (bilateral malar region). After some period, the reactions occurred on her eyelids and on her entire face. Corticosteroids and cephalosporin were initiated as treatment for these events. On (B)(6) 2008, the reactions began to improve and now the pt practically presents just with desquamative areas. Addendum (B)(4) 2008: this follow-up info was rec'd on (B)(4) 2008 out of sequential date order: (B)(4) results revealed. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this non-serious case from (B)(4) was reported by a physician to our local affiliate (B)(4). This case involves a female (age nos) who rec'd poly-l-lactic acid (sculptra) therapy (treatment dates, indications, and dosage nos). Relevant medical history and concomitant medications were not specified. The physician reports that her pt did not present any adverse drug reaction after receiving the first dose of poly-l-lactic acid, but one day after the second application she presented erythema, edema and skin scale. Event outcome is unk.